Event description:
The customer reported the instrument was generating 'diluent comparison' errors and approximately 10 mls of clear fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer noticed a hole in the tubing through pinch valve (pv49). The customer replaced the tubing and the leak was resolved. The instrument was returned to normal operation. (B)(4).